Event description:
Material: 30964220. Lot: 3264115. It was reported that the bd syringe 10ml ll w/ndl 21gx1in barrel flange was damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. It was reported to fresenius medical care by a clinical manager via email that on (B)(6)2024. The syringe is leaking from the stopper side, and there are noticeable dents and irregularities in its shape. Complaint#: (B)(4). Product: bd 10ml luer-lok syringe 21gx1in_3096422. Product #: 15-6422-0. Lot number#: 3264115. Additional information provided: 1) can you please provide an exact date of event in format dd-mmm-yyyy? 2/12/2024, 03/12/22024, 04/12/2024. 2) what was the impact to the patient? Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event, medication overspill and blood leak but detected and resolved before turning into adverse event. 3) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Sample available. Clinic address - (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: two photos and six 10ml syringes were received by our quality team for evaluation. The photos show red liquid leaking past the stopper. During visual inspection of the six physical samples, it was observed that the barrel of the syringe was dented. This damage could cause leakage. The samples were then sent for testing. All six of the damaged syringes showed leakage. The reported incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause can be linked to production. Actions have been put in place; however, the reported lot number was manufactured prior to these actions being put into place. This incident has been added to our database of reported incidents.

Event description:
No additional information.